Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("bilateral pelvic pain radiating to the back/ intermittent severe pelvic pain, unilateral or bilateral") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced musculoskeletal pain ("intermittent right shoulder pain"). In (B)(6) 2016, the patient experienced menorrhagia ("almost constant, very heavy menstrual bleeding"). In 2016, the patient experienced the first episode of fatigue ("fatigue") and poor quality sleep ("sleep was no longer restorative"). In 2017, the patient experienced arthralgia ("erratic intermittent joint pain: pain in the neck, back, lower back, shoulder blades, elbows, wrists, hands (metacarpals and fingers)/ pain in the tail bone, hips, knees, ankles and metatarsals/all my joints were painful, except my toes") and back pain ("pain in back and lower back"). On (B)(6) 2017, the patient experienced headache ("temporal and occipital headaches"), feeling abnormal ("feeling that my head was in a vice"), dizziness ("dizziness"), vision blurred ("intermittent blurred vision"), memory impairment ("memory lapses"), speech disorder ("difficulty speaking"), general physical health deterioration ("deteriorated state") and loss of personal independence in daily activities ("difficulty taking care of my children and everyday tasks"). On (B)(6) 2017, the patient experienced chest pain ("chest pain") and tachycardia ("episodes of tachycardia"). On (B)(6) 2017, the patient experienced the second episode of fatigue ("exhausted") and syncope ("fainted"). On (B)(6) 2017, the patient experienced complex regional pain syndrome ("algodystrophy"), periarthritis ("capsulitis"), tendon disorder ("tendinopathy") and nuclear magnetic resonance imaging abnormal ("¿wet sugar¿ appearance on MRI"). On an unknown date, the patient experienced mobility decreased ("reduction in walking distances / inability to walk or to write at times"), fall ("falls"), uterine inflammation ("inflammatory signs in the uterus in the region of the inserts") and uterine pain ("pain in the uterine cornua"). The patient was treated with phloroglucinol, surgery (planned intervention on (B)(6) 2017), physical therapy, physical therapy and physical therapy. Essure treatment was not changed. At the time of the report, the pelvic pain, musculoskeletal pain, poor quality sleep, menorrhagia, arthralgia, back pain, headache, feeling abnormal, dizziness, vision blurred, memory impairment, speech disorder, mobility decreased, chest pain, tachycardia, the last episode of fatigue, syncope, complex regional pain syndrome, periarthritis, tendon disorder, nuclear magnetic resonance imaging abnormal, uterine inflammation, uterine pain, general physical health deterioration and loss of personal independence in daily activities had not resolved and the fall outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, chest pain, complex regional pain syndrome, dizziness, fall, feeling abnormal, general physical health deterioration, headache, loss of personal independence in daily activities, memory impairment, menorrhagia, mobility decreased, musculoskeletal pain, nuclear magnetic resonance imaging abnormal, pelvic pain, periarthritis, poor quality sleep, speech disorder, syncope, tachycardia, tendon disorder, uterine inflammation, uterine pain, vision blurred, the first episode of fatigue and the second episode of fatigue with essure. The reporter commented: the patient had difficulty taking care of her children and everyday tasks, due to her deteriorated state. Work was also more and more difficult. Physically, all of the symptoms mentioned above are still present with serious repercussions: inability to walk or to write at times, disturbance of familial life. On (B)(6) 2017, she was put on disability leave. All of her symptoms continue to be present on a daily basis. No date of return to work is planned. Current status of patient: looking for a surgeon who is sensitive to the problem with essure and has no history of breaking inserts on prior removal. She will therefore have to undergo anaesthetic and mutilating surgery, i.e. Bilateral salpingectomy and hysterectomy, on (B)(6) 2017. The surgeon made the connection with my symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative for nickel, chrome and colbalt on (B)(6) 2017, the patient had an MRI of the right shoulder performed which showed algodystrophy, capsulitis, tendinopathy, and ¿wet sugar¿ appearance. On (B)(6) 2017, pelvic MRI was performed, but was very poor quality. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 8671 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.